Event description:
Meter name: ot ultra. Strip name: one touch. Meter code: 19. Strip code: 19. Strip storage: unknown, but good condition. Symptoms: none. A patient reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were no other tests done and no comparisons. Not treated. No further information has been reported.